Event description:
Received information that a pt with an implantable pulse generator (ipg) system experienced poor sensing and pacing two days post implant. Invasive analysis was performed and this bipolar lead and a model 4269 lead, serial number 231525, were removed from service because of suspected insulation problems. A serious injury report was submitted on the 4269 lead on 8/16/95.